Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope light was not working and the screen went black when being used. The issue was found during inspection for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending section rubber had deep scratches and the bending section had excessive broken strands. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by handling the device in accordance with the following instructions for use: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image olympus will continue to monitor field performance for this device.